Event description:
Reporter states the pt tested 3.4 inr on the coagucheck s system and 4.9 inr on a comparison lab was taken based on device results, but was stopped after one week due to the variance in results of the coaguchek s system to the lab. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Event occurred in other country.